Event description:
It was initially reported by the physician that the patient was having a full revision surgery due to high lead impedance. Patient no longer feels stimulation and she is not certain when this occurred. Patient was taken into surgery and it was observed that there was a lot of lead near the generator. Surgeon replaced the generator first and performed diagnostics and found high impedance. The surgeon then attempts to remove the old lead and he noticed that there was a lot of fibrosis at the nerve. He also observed that the negative electrode was not on the nerve. The vagus nerve appeared to be bent at 90 degrees angle indicating something was likely pulling on the nerve. The surgeon removed the old lead and replaced it with the new lead. Fibrosis was removed from the nerve. Good faith attempts to obtain additional information has been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.